Event description:
Caller reports repeatedly getting an error on the coaguchek xs system. Caller states he felt weak and had a bloody nose. An ambulance was called, and the caller was taken to the hospital. Approximately 8 hours after attempting to use his device a lab value returned as 11 inr. The caller's warfarin dose was stopped and he was admitted to the hospital for 3 days. It is not known if the caller received medical treatment. Requested return of suspect system however caller no longer has the test system; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.